Event description:
Three life-threatening hypotensive episodes leading to near cariopulmonary arrest occurred within mins of initiating hemodialysis in a 67-yr-old diabetic female pt with end-stage renal disease. The episodes were not initially recognized as being dialyzer or sterilant related. The first two episodes resulted in hospitalization and the third occurred during the second hospitalization. The first 2 incidents took place in an outpatient, freestanding dialysis facility. The dialyzer had undergone automated reprocessing using gluteraldehyde as the disinfectant. In each case testing for residue before dialysis initiation was negative. Yet, hosp believes the pt's reactions were in some way a sensitivity to the disinfectant. The pt is currently receiving dialysis using a non-reprocessed cellulose-based membrane without incident.